Event description:
Country of complaint: (B)(6). The product inside the box is correct and printed data on the box label is correct but preprinted name of the product is not correct (premilene instead of steelex).

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 boxes with 12 unopened units. This is the (B)(4) complaint of this code batch. There are no units in OEM stock. Pre-printed name of the box label is fore premilene instead of steelex. Printed data on the box label is steelex and product inside the box is also steelex according to the label information. This mistake took place at the moment of selection of pre-printed label of the product in the warehouse. The person who was conditioning the product manually selected a wrong pre-printed label. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action has been launched.